Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device showed the suture and both anchors were returned detached from the device. The depth limiter button was not in the default position. The actuator tip was in the t2 position. The needle overmold assembly was no longer curved. A functional evaluation of the device showed the actuator tip functioned as designed. An evaluation of the customer provided image shows the device laying on a s+n box with the batch number of the complaint on the label. It is a close up of the depth straw but not the handle or needle and the t1/t2/suture are off the needle but laying next to the device. The knot has been partially tightened down. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time. Correction data: h6: health effect - impact code.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during meniscus repair surgery, after t1 of fast-fix 360 was implanted, t2 slipped out and could not be used. Procedure was completed, after a non-significant delay (less or equal to 30min), with a back-up device. No patient complications were reported.